Event description:
Difficulty was experienced during attempts to cross the diagonal branch (tortuous, calcified and severely 90 degree angle). Upon withdrawal of the sds into the guiding catheter and out of the vessel, the physician could not visualize the stent.